Event description:
The customer reported image quality issues. No patient injury was reported.

Manufacturer narrative:
The service rep reviewed the images and could barely see contrast medium in a cine run with the subtracted mark removed. He performed iris calibration, recentered the genlock calibration. Then adjusted the contrast and brightness on the monitors to show the entire gray scale bars. System is functioning as intended.